Manufacturer narrative:
Additional information received indicated that the patient's ipg was revised and the patient was reportedly doing fine. A review of the manufacturing documentation of the 1pg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient would undergo a pocket revision as the patient had lost weight, non-device related, and the ipg was protruding in the pocket.

Manufacturer narrative:
Serial number and expiration date are unknown.

Event description:
A report was received that the patient would undergo a pocket revision as the patient had lost weight, non-device related, and the ipg was protruding in the pocket.